Manufacturer narrative:
(B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with the 6.5mm cannulated screw on unknown date for unknown reason. It was further reported that the screw failed to hold compression/fixation. Patient was returned to surgery on (B)(6) 2018 and was revised to a variable angle (va) olecranon plate. Concomitant device reported: olecranon plate (part number unknown, lot number unknown, quantity 1) this report is for one (1) 6.5mm cannulated screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: event: updated. Corrected data: date rec¿d by MFR: should have been reported as 8/2/2018 instead of 8/3/2018 in initial mw report, mwr:16082018-0000175907. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that he compression needed for the 6.5 cannulated screw was not achieved during its implantation and the bone was not healing. Therefore, on (B)(6) 2018, a second surgery was required to remove the cannulated screw and a synthes variable angle olecranon plate was placed on the olecranon bone for fixation.